Event description:
Reference number (B)(4). Event occurred in the united states. On 04-april-2024, it was reported by the patient that infusion set cannula was crimped. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 8 e1: patient city: (B)(6). Patient country: unites states.